Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump's alarm volume was too low. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.